Event description:
It was reported that the patient with this neurostimulator was experiencing lower back pain near their spine and implant site. The patient had been having trouble charging their implant, and the day after charging, they began experiencing pain. The patient went to the emergency room as a result. They did not check the patient's device at the hospital. The patient underwent a computed tomography scan and ultrasound. They were also prescribed medication. The leg pain continued and the patient expressed concern that there could have been something wrong with their device. The patient also noted that the remote control was not connecting and none of the lights would turn on. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "difficult to charge", "implant pain" and "discomfort" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator was experiencing lower back pain near their spine and implant site. The patient had been having trouble charging their implant, and the day after charging, they began experiencing pain. The patient went to the emergency room as a result. They did not check the patient's device at the hospital. The patient underwent a computed tomography scan and ultrasound. They were also prescribed medication. The leg pain continued and the patient expressed concern that there could have been something wrong with their device. The patient also noted that the remote control was not connecting and none of the lights would turn on. There were no additional patient complications.